Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue began on (B)(6) 2017. The patient does not take any medications to manage her diabetes and continued to follow her usual diabetes management routine in response to the alleged issue. The patient reported that she developed symptoms of ¿weak and shaky¿, however could not confirm if she felt these were as a result of the meter issue. The patient reported that on (B)(6) 2017, she visited the doctor¿s office where she had her blood glucose tested on a doctor¿s meter which gave a result of ¿32mg/dl¿ and she received a ¿shot¿ which she stated was ¿insulin¿. During troubleshooting the cca noted that it was not the first time the meter had been used and the meter did not power on when the power button was pressed or a test strip was inserted. The batteries did not appear to require replacing and the issue was not resolved with training. Product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.